Event description:
It was reported that during procedure, the atrial lead sensed too low of an acceptable value. A new lead was used and no patient consequences were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.